Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose the night prior. The customer's blood glucose was 278 mg/dl at the time of incident. The cause of the hospitalization was from diabetic ketoacidosis and flu symptoms. The customer also reported their infusion set was not properly inserted, leading to the hospitalization. The customer stated the infusion set cannula was inserted at an angle and did not penetrate the customer's skin. The customer was treated with fluids and manual injections. Customer was wearing the insulin pump at the time of hospitalization. The customer declined to return the insulin pump for analysis.